Manufacturer narrative:
Device was not evaluated due to no samples was returned for investigation. Investigation results: we have now concluded our investigation into this complaint. As of today, no sample requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. In the absence of additional information, our investigation remains inconclusive. Due to the nature of the reported issue this has been passed to one of our medical specialists who have made the following comments ¿no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time¿. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after a laparotomy, when the dressing was removed, the right hypochondrium dermis was snatched on an area of about 10 cm by 2 cm.